Event description:
It was reported that during troubleshooting for an unrelated alarm, the hp replaced the cassette without replacing the bags from the previous setup. The technical service representative (tsr) explained the proper setup procedures to the hp. The hp was going to restart the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient (hp) reused the solution bags from the previous setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.